Event description:
It is reported that the pt was revised in 2009, due to a loose stem. Implant date is unk.

Manufacturer narrative:
Evaluation summary: the devices are unavailable for analysis, and the device conditions are unk. The mating acetabular component is unk, and the condition thereof is unk. The exact time in-vivo of the components is unk. Surgical notes from the primary surgery are unavailable, and it is unk if the components were implanted as per the surgical technique. Instruments used in the primary surgery are unk. Pt height, weight and activity level are unk. Based on the above info and observations, the alleged event of stem loosening may have been due to one or a combination of the following mechanisms: misalignment of the femoral stem within the cement mantle, inadequate cement mantle fixation, pt activity level and weight. However, the exact cause of the current situation cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.